Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Plunger underride was observed on the returned photo. Photo review: the attached photo shows an activated company device. The plunger is advanced outside of the nozzle tip and appears to be advanced under the iol(intraocular lens). The iol appears to be advanced into the nozzle entry. The complainant indicates the use of non company viscoelastic, which is not qualified for use with the associated product, this is not a qualified company product combination. Based on our observations of the returned photo, the plunger is extended beyond the nozzle tip and appears to be advanced under the lens. According to the information provided by the customer, the most likely root cause is failure to follow IFU(instructions for use), as the customer states the use of a non-qualified viscoelastic. The use of an unqualified ovd (ophthalmic viscosurgical device) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an cleaning and sterilization of intraocular lens (iol) implant procedure, iol became stuck in the cartridge, causing the haptic to break. The procedure was completed with another iol. There was no patient contact and no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).